Manufacturer narrative:
Based on additional information provided by the nurse, he indicated that no fragments fell into the patient during the use of the 2nd or 3rd harmonic curved shears inserts. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. First harmonic curved shears mdrs 2955842-2013-00618 and 2nd harmonic curved shears insert MDR 2955842-2013-00619.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm became detached. The harmonic curved shears insert was returned without the clamp arm. The distal end of the shaft exhibited features that mate with the clamp arm; the pin bent backwards on one side. The direction of the bending indicated hyperextension of the clamp arm. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer used 3 harmonic curved shears insert, according to the information provided by the customer, the 3rd harmonic curved shears insert broke, but no fragments fell into the patient. No patient harm, adverse outcome or injury was reported.